Event description:
It was reported that the customer was hospitalized due to low blood glucose less than 10mg/dl. The father stated that the customer went to camp, and then to a baseball game. At the end of the game the customer's glucose level was high. It was stated that it appears the customer over corrected with insulin without knowing of what he had eaten previously. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.